Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported possible right side rupture detected via ultrasound and textured implant. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported possible right side rupture detected via ultrasound and textured implant. Device has been explanted.